Event description:
It was reported that the device exhibited far r-wave over-sensing of an external electrical source. The patient was contacted, and no correlation of source could be identified. No programming changes were made at this time. The patient was asymptomatic and will be monitored remotely.